Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department from the central supply department due to device beeping constantly. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events, while the device was in the clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.